Event description:
The customer reported that tempus pro is unexpectedly shutting down and this issue was observed during device outside use. This report is based on information provided by philips repair service quest international personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device shut down unexpectedly. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. Results of functional testing indicate that there is an intermittent issue with the power button not working correctly. To correct the issue front case assembly got replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.